Event description:
The customer reported false reactive alinity I cmv igg result generated by the alinity I processing module for a pregnant female patient. The result was inconsistent with the patient¿s prior results. The sample was retested, which yielded nonreactive results. The following data was provided: sid (B)(6). On (B)(6) 2026 alinity I cmv igg result = 135 au/ml on (B)(6) 2026 repeat results = 0.0 au/ml, 0.5 au/ml, 0.4 au/ml, 0.0 au/ml on (B)(6) 2025 sid (B)(6) result: <6 au/ml per the alinity cmv igg package insert, interpretation of results section: specimens with concentration values = 6.0 au/ml are considered reactive and < 6.0 au/ml are considered nonreactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p42-22 that has a similar product distributed in the us, list number 7p42-24/-33, with 510k number k220949.